Manufacturer narrative:
The insulin pump was received with intermittent button response on all the buttons due to flattened and creased button dome switches. No unlocked j2 lcd keypad connector during our visual inspection. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that buttons were not responding correctly. Customer's blood glucose was unknown. It was reported that time clock moved forward customer does not know what caused anomaly, but stated that it came out of the box in said condition. After troubleshooting, customer was advised that insulin pump would need to be replaced.